Event description:
It was reported to adac that the coordinates in the scanner (ras) were different from the coordinates in pinnacle (xyz) for a prone pt. The application note written to address this issue did not correctly convert between these two coodinate systems. No injuries were reported as a result of this issue.